Event description:
It was reported that the customer had been experiencing low and high blood glucose levels for weeks; low blood glucose levels of 2.7 mmol/l and 3.8 mmol/l and high blood glucose levels of 23 mmol/l. The customer treated the low blood glucose with food and sugar. The customer had been using the insulin pump approximately for two months. Troubleshooting was performed and everything tested within specification. The alarm history showed several no delivery alarms and low battery alarms. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.